Event description:
"Trocar broke in half while being pulled out. There was a small piece of plastic that remained in fascia that had to be located and removed."

Manufacturer narrative:
Investigation summary: investigation of the returned cannula confirmed the user's observation; the cannula had been damaged by some form of thermal application. The surgeon stated that she had contacted the cannula with a harmonic scalpel and the root cause of the incident is likely the interaction between the two devices. The product info data sheet cautions against these interactions. This document represents our initial and final report.